Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction. Please reference medwatch report number 1220908-2022-02518 for the same device from the same customer.

Manufacturer narrative:
The customer's report was observed during evaluation of the device. It was determined the coulomb counter was not reset, by resetting the coulomb count resolved the customer's report. There is no evidence that the device would not have been able to discharge if required. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.